Manufacturer narrative:
(B) (4). (B) (4). The customer reported, the device was discarded. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: dislodged stent. Time of device issue: during stent procedure. Adverse event: medical intervention. It was reported that during the procedure in the heavily tortuous and calcified distal right coronary artery, the 2.5x28 rx promus stent delivery system (sds) could not cross the lesion. When attempting to remove the stent system, resistance was felt and the device became caught on the distal tip of the guiding catheter. An attempt was made to remove the stent system and the guiding catheter as a single unit; however, the stent dislodged at the introducer sheath puncture site. A clamp was used to capture and remove the dislodged stent from the anatomy. There was no reported adverse pt sequela. Though requested, no additional info was provided. (B) (4)